Event description:
On (B)(6) 2009, this pt was implanted with three gore excluder aaa endoprostheses. It was reported that the device(s) implanted in the left iliac artery appear to have been deployed with the seal zones landing in an aneurismal area. A computed tomography (CT) scan taken on (B)(6) 2010 demonstrates a distal type I endoleak from the left iliac limb. On (B)(6) 2010, an add'l procedure occurred whereby an aortic extender component was implanted in the lift iliac artery. A CT scan taken on (B)(6) 2011, demonstrates aneurysm enlargement of approx 4.5 mm from the previous scan on (B)(6) 2010, and a distal type I endoleak from the left iliac limb. Add'l info has been requested.

Manufacturer narrative:
Computed tomography scans were returned for eval.